Event description:
It was reported that during a laparoscopic procedure, the device began to leak gas badly towards end of difficult lap case. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.